Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was not in use on the customer's reported event date of (B)(6) 2013. A review of the most recent programming indicated on (B)(6) 2013 at 1013, the device was programmed for continuous only delivery in ml, with a 4.4ml/hr rate, a 250ml vtbi (volume to be infused), no kvo rate was selected, and a container size of 250ml. At 1016, the device was powered off. Between 1105 and 1107, the device was powered on and off. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver dobutamine 500 mg/200ml and the delivery was started. No specified programming parameters were provided. After an unspecified length of time, the homecare pt reported the device "stopped infusing." No specific details were provided. At the time, the pt reported approx half the medication remained in the container, instead of an unspecified volume remaining. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.